Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 413 mg/dl at the time of incident. Customer was treated with insulin pump. It was also stated that the cannula was bent. Customer declined troubleshooting for high blood glucose and cannula bent. The insulin pump will not be returned for analysis.